Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email that the insulin pump case had a crack and was in turn exposed to moisture. The customer stated the device now alarms a critical pump error. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The device will be returned for analysis.

Manufacturer narrative:
Findings: unable to verify critical pump error alarm due to blank display. Unit received with blank display due to moisture damage at electronic assembly. The motor assembly had moisture damage. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and cracked case corner of the belt clip rails near the battery compartment.